Event description:
Related manufacturer reference number: 2017865-2022-13319. Related manufacturer reference number: 2017865-2022-13320. It was reported that the implantable cardioverter-defibrillator, right ventricular lead, and right atrial lead exhibited noise. No programming changes were made. There were no patient consequences.